Manufacturer narrative:
The insulin pump passed the displacement accuracy test.

Manufacturer narrative:
The insulin pump was received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self-test, error test and displacement test. The insulin pump was programmed with test minilink and the glucose sensor simulator. The pump communicated properly with glucose sensor simulator and display the 100 value properly on display graph. The pump was also programmed with test glucose meter and communicated properly and recorded the 107 mg/dl value properly from glucose meter. The pump was received with all buttons responding properly. No button keypad anomalies were noted and had minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via telephone call that she was hospitalized with high blood glucose and diabetic ketoacidosis. The blood glucose reading was 700 mg/dl. The customer also reported that the act button did not respond properly. The customer was off the insulin pump for less than 48 hours prior to admission. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.